Event description:
It was reported that the user experienced a hypoglycemic event while asleep, discovered a leaking insulin cartridge, and disclosed re-use of cartridges; the user declined troubleshooting and replacement cartridges were arranged. Symptoms included loss of consciousness due to hypoglycemia with blood glucose reported below 40 mg/dl. Outcomes included emergency medical treatment with intravenous glucose and subsequent recovery without hospitalization. Investigation included complaint intake and assessment of device use and handling. Investigation of this case revealed a cartridge leak associated with improper use due to cartridge re-use, which is inconsistent with instructions for use and likely contributed to insufficient insulin delivery control. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.